Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information added to date of event, relevant tests/lab data, evaluation codes and other relevant history. After further investigation, it was confirmed, the patient experienced abdominal pain and cloudy effluent and not peritonitis as previously reported. The patient was treated with injection vancomycin and injection fortum (intraperitoneal, with unknown doses and frequencies) for the events of cloudy fluid and abdominal pain. Approximately four weeks after onset, treatment was discontinued and the patient was recovered from the event of cloudy fluid and abdominal pain. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.